Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had exhibited a scope communication error, and the image displayed color bar. The issue occurred during a therapeutic transabdominal preperitoneal procedure. There was a minor delay for the procedure, and it was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel was chipped. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the customer could not be detected. The most probable cause of the malfunction identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.